Manufacturer narrative:
Intervention required. Graft migration, disease progression; aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2007. Aneurysm and vessel morphology at the time of implant were not reported, other than that, the aortic neck was 20mm in diameter. It was reported that the pt returned for a f/u approximately 1 month ago, and the CT showed that the stent graft had migrated, without the presence of a type I endoleak. At the time of migration, the vessels were reported to be moderately tortuous and mildly calcified, and the aortic neck dilated to 26mm in diameter. There was disease progression, resulting in aortic neck dilatation. The physician elected to intervene by implanting one aneurx aortic cuff and one talent aortic cuff, with successful results. No add'l clinical sequelae were reported, and the pt is fine.